Event description:
It was reported that noise was observed on the right ventricular lead. The noise was reproducible. Programming changes were made. Subsequently, during a follow-up in clinic, the noise was noted again. New programming changes were made. Lead revision was discussed but not performed or scheduled. Patient is in stable condition.